Event description:
It was reported that the patient experienced a groin hematoma. After a pulse field ablation (pfa) procedure using faradrive sheath the patient developed a small groin hematoma. The hematoma was expressed in-clinic. The patient's current condition is unknown. It is unknown if the device will be returned for analysis.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.